Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer had not addressed their bg at the time of troubleshooting. The customer reverted to an alternate method of insulin therapy.